Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain :pelvic pain"), lupus-like syndrome ("autoimmune disorder; symptomatic lupus"), vasculitis ("autoimmune disorder :vasculitis"), cholecystitis ("gastrointestinal or digestive condition;cholecystitis"), coeliac disease ("gastrointestinal or digestive condition :celiac disease") and impaired gastric emptying ("gastrointestinal or digestive condition :gastroparesis") in a (B)(6) -year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included trazodone. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("severe and persistent pain :generalized body pain"), abdominal pain ("severe and persistent pain : abdominal pain"), allergy to metals ("allergic or hypersensitivity reaction; nickel") with rash and rash generalised, food allergy ("allergic or hypersensitivity reaction; food"), lupus-like syndrome (seriousness criterion medically significant), vasculitis (seriousness criterion medically significant), fatigue ("chronic fatigue"), cholecystitis (seriousness criterion medically significant), coeliac disease (seriousness criterion medically significant), irritable bowel syndrome ("gastrointestinal or digestive condition :ibs-c"), impaired gastric emptying (seriousness criterion medically significant), alopecia ("hair loss"), migraine ("headaches/migraines"), headache ("headaches/migraines"), nausea ("nausea") and visual impairment ("vision / eye problems ; white spots"). In (B)(6) 2012, the patient experienced mastitis ("infection; breast mastitis"). In (B)(6) 2013, the patient experienced weight decreased ("weight loss"). In (B)(6) 2014, the patient experienced dental caries ("dental problems: tooth decay"). In (B)(6) 2014, the patient experienced gingivitis ("dental problems : gingivitis"). In (B)(6) 2015, the patient experienced amnesia ("neurological conditions; memory loss"), balance disorder ("neurological conditions; balance issue"), muscular weakness ("neurological conditions : muscle weakness"), motor dysfunction ("neurological conditions : poor fine motor control"), depression ("psychological or psychiatric problems; depression"), anxiety ("psychological or psychiatric problems; anxiety") and mood swings ("psychological or psychiatric problems; mood swings"). On an unknown date, the patient experienced primitive reflex test ("neurological conditions : difficulty grasping"), arthralgia ("severe and persistent pain : joint pain"), feeding disorder ("inability to eat/drink without pain"), vascular pain ("veins pain"), myalgia ("muscle pain"), abdominal pain upper ("stomach pain"), confusional state ("confusion") and weight increased ("weight gain"). The patient was treated with surgery (partial hysterectomy with bilateral salpingectomy) and surgery (cholecystectomy/surgery; removal of overactive gallbladder). Essure was removed on (B)(6) -2016. At the time of the report, the pelvic pain, pain, abdominal pain, mastitis, food allergy, lupus-like syndrome, vasculitis, dental caries, gingivitis, fatigue, cholecystitis, coeliac disease, irritable bowel syndrome, impaired gastric emptying, migraine, headache, nausea, amnesia, primitive reflex test, motor dysfunction, depression, anxiety, mood swings, vascular pain, myalgia and abdominal pain upper outcome was unknown, the allergy to metals, alopecia, balance disorder, muscular weakness, visual impairment, weight decreased, confusional state and weight increased had resolved and the arthralgia and feeding disorder was resolving. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, amnesia, anxiety, arthralgia, balance disorder, cholecystitis, coeliac disease, confusional state, dental caries, depression, fatigue, feeding disorder, food allergy, gingivitis, headache, impaired gastric emptying, irritable bowel syndrome, lupus-like syndrome, mastitis, migraine, mood swings, motor dysfunction, muscular weakness, myalgia, nausea, pain, pelvic pain, primitive reflex test, vascular pain, vasculitis, visual impairment, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. On (B)(6) 2010 essure confirmation test ultrasound was done and result is positive placement. Most recent follow-up information incorporated above includes: on 2-oct-2018: pfs received - reporter information updated. Patient detail updated. Product information updated. Lab data added. New events - pelvic pain, generalized body pain, abdominal pain, mastitis infective, nickel allergy, rashes, food allergy, lupus-like syndrome, celiac disease, vasculitis, tooth decay, gingivitis, chronic fatigue, cholecystitis, irritable bowel syndrome, gastroparesis, hair loss, migraine, headache, nausea, memory loss, balance disorder, muscular weakness, grasping reflex, motor deficit, arthralgia, depression, anxiety, mood swings, rash whole body, spots before eyes, weight loss, eating disorder, veins pain, muscle pain, stomach pain,weight gain,confusion were added. On 8-oct-2018: pfs received: concomitant disease added. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persitent pain :pelvic pain"), lupus-like syndrome ("autoimmune disorder; symptomatic lupus"), vasculitis ("autoimmune disorder :vasculitis"), cholecystitis ("gastrointestinal or digestive condition;cholecystitis"), coeliac disease ("gastrointestinal or digestive condition :celiac disease") and impaired gastric emptying ("gastrointestinal or digestive condition :gastroparesis") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage (in 2004). Concurrent conditions included overweight. Concomitant products included trazodone. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), lupus-like syndrome (seriousness criterion medically significant), vasculitis (seriousness criterion medically significant), cholecystitis (seriousness criterion medically significant), coeliac disease (seriousness criterion medically significant), pain ("severe and persitent pain :generalized body pain"), abdominal pain ("severe and persitent pain : abdominal pain"), allergy to metals ("allergic or hypersensitivity reaction; nickel / nickel allergy") with dermatitis allergic and rash, food allergy ("allergic or hypersensitivity reaction; food"), fatigue ("chronic futigue"), irritable bowel syndrome ("gastrointestinal or digestive condition :ibs-c"), impaired gastric emptying (seriousness criterion medically significant), alopecia ("hair loss"), migraine ("headaches/migraines"), headache ("headaches/migraines"), nausea ("nausea") and visual impairment ("vision / eye problems ; white spots"). In (B)(6) 2012, the patient experienced mastitis ("infection; breastmastitis"). In (B)(6) 2013, the patient experienced weight decreased ("weight loss"). In (B)(6) 2014, the patient experienced dental caries ("dental problems: tooth decay"). In (B)(6) 2014, the patient experienced gingivitis ("dental problems : gingivitis"). In (B)(6) 2015, the patient experienced amnesia ("neurological conditions; memory loss"), balance disorder ("neurological conditions; balance issue"), muscular weakness ("neurological conditions : muscle weakness"), fine motor skill dysfunction ("neurological conditions : poor fine motor control"), depression ("psychological or psychiatric problems; depression"), anxiety ("psychological or psychiatric problems; anxiety") and mood swings ("psychological or psychiatric problems; mood swings"). On an unknown date, the patient experienced motor dysfunction ("neurological conditions : dificulty grasping"), arthralgia ("severe and persitent pain : joint pain"), feeding disorder ("inability to eat/drink without pain"), vascular pain ("veins pain"), myalgia ("muscle pain"), abdominal pain upper ("stomach pain"), confusional state ("confusion"), weight increased ("weight gain") and rash ("rashes or skin condiitons: rashes on face, chest, arms"). The patient was treated with surgery (partial hysterectomy with bilateral salpingectomy) and surgery (cholecystectomy/surgery; removal of overactive gallbladder). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, lupus-like syndrome, vasculitis, cholecystitis, coeliac disease, pain, abdominal pain, mastitis, food allergy, dental caries, gingivitis, fatigue, irritable bowel syndrome, impaired gastric emptying, migraine, headache, nausea, amnesia, motor dysfunction, fine motor skill dysfunction, depression, anxiety, mood swings, vascular pain, myalgia, abdominal pain upper and rash outcome was unknown, the allergy to metals, alopecia, balance disorder, muscular weakness, visual impairment, weight decreased, confusional state and weight increased had resolved and the arthralgia and feeding disorder was resolving. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, amnesia, anxiety, arthralgia, balance disorder, cholecystitis, coeliac disease, confusional state, dental caries, depression, fatigue, feeding disorder, fine motor skill dysfunction, food allergy, gingivitis, headache, impaired gastric emptying, irritable bowel syndrome, lupus-like syndrome, mastitis, migraine, mood swings, motor dysfunction, muscular weakness, myalgia, nausea, pain, pelvic pain, rash, vascular pain, vasculitis, visual impairment, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. On (B)(6) 2010 essure confirmation test ultrasound was done and result is positive placement. Most recent follow-up information incorporated above includes: on 10-oct-2018: plaintiff fact sheet received. Events added from pfs- rashes or skin condiitons: rashes on face, chest, arms. Event migraine update to headache. Historical condition were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persitent pain :pelvic pain"), lupus-like syndrome ("autoimmune disorder; symptomatic lupus"), hypersensitivity vasculitis ("autoimmune disorder :vasculitis"), cholecystitis ("gastrointestinal or digestive condition;cholecystitis"), coeliac disease ("gastrointestinal or digestive condition :celiac disease") and impaired gastric emptying ("gastrointestinal or digestive condition :gastroparesis") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included trazodone. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), lupus-like syndrome (seriousness criterion medically significant), hypersensitivity vasculitis (seriousness criterion medically significant), cholecystitis (seriousness criterion medically significant), coeliac disease (seriousness criterion medically significant), pain ("severe and persitent pain :generalized body pain"), abdominal pain ("severe and persitent pain : abdominal pain"), allergy to metals ("allergic or hypersensitivity reaction; nickel") with dermatitis allergic and rash, food allergy ("allergic or hypersensitivity reaction; food"), fatigue ("chronic futigue"), irritable bowel syndrome ("gastrointestinal or digestive condition :ibs-c"), impaired gastric emptying (seriousness criterion medically significant), alopecia ("hair loss"), the first episode of migraine ("headaches/migraines"), the second episode of migraine ("headaches/migraines"), nausea ("nausea") and visual impairment ("vision / eye problems ; white spots"). In (B)(6) 2012, the patient experienced mastitis ("infection; breastmastitis"). In (B)(6) 2013, the patient experienced weight decreased ("weight loss"). In (B)(6) 2014, the patient experienced dental caries ("dental problems: tooth decay"). In (B)(6) 2014, the patient experienced gingivitis ("dental problems : gingivitis"). In (B)(6) 2015, the patient experienced amnesia ("neurological conditions; memory loss"), balance disorder ("neurological conditions; balance issue"), muscular weakness ("neurological conditions : muscle weakness"), fine motor skill dysfunction ("neurological conditions : poor fine motor control"), depression ("psychological or psychiatric problems; depression"), anxiety ("psychological or psychiatric problems; anxiety") and mood swings ("psychological or psychiatric problems; mood swings"). On an unknown date, the patient experienced motor dysfunction ("neurological conditions : difficulty grasping"), arthralgia ("severe and persitent pain : joint pain"), feeding disorder ("inability to eat/drink without pain"), vascular pain ("veins pain"), myalgia ("muscle pain"), abdominal pain upper ("stomach pain"), confusional state ("confusion") and weight increased ("weight gain"). The patient was treated with surgery (partial hysterectomy with bilateral salpingectomy) and surgery (cholecystectomy/surgery; removal of overactive gallbladder). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, lupus-like syndrome, hypersensitivity vasculitis, cholecystitis, coeliac disease, pain, abdominal pain, mastitis, food allergy, dental caries, gingivitis, fatigue, irritable bowel syndrome, impaired gastric emptying, the last episode of migraine, nausea, amnesia, motor dysfunction, fine motor skill dysfunction, depression, anxiety, mood swings, vascular pain, myalgia and abdominal pain upper outcome was unknown, the allergy to metals, alopecia, balance disorder, muscular weakness, visual impairment, weight decreased, confusional state and weight increased had resolved and the arthralgia and feeding disorder was resolving. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, amnesia, anxiety, arthralgia, balance disorder, cholecystitis, coeliac disease, confusional state, dental caries, depression, fatigue, feeding disorder, fine motor skill dysfunction, food allergy, gingivitis, hypersensitivity vasculitis, impaired gastric emptying, irritable bowel syndrome, lupus-like syndrome, mastitis, mood swings, motor dysfunction, muscular weakness, myalgia, nausea, pain, pelvic pain, vascular pain, visual impairment, weight decreased, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. On (B)(6) 2010 essure confirmation test ultrasound was done and result is positive placement. Most recent follow-up information incorporated above includes: on 12-oct-2018: coding correction done. Event neurological conditions : difficulty grasping was recoded to meddra llt decreased ability to grasp. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pain :pelvic pain'), lupus-like syndrome ('autoimmune disorder; symptomatic lupus'), vasculitis ('autoimmune disorder :vasculitis'), cholecystitis ('gastrointestinal or digestive condition;cholecystitis'), coeliac disease ('gastrointestinal or digestive condition :celiac disease') and impaired gastric emptying ('gastrointestinal or digestive condition :gastroparesis') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage (in 2004). On (B)(6) 2010 essure confirmation test ultrasound was done and result is positive placement. Concurrent conditions included overweight, appetite lost, neck stiffness, back pain, hair thinning and seasonal allergy. Concomitant products included trazodone. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), lupus-like syndrome (seriousness criterion medically significant), vasculitis (seriousness criterion medically significant), cholecystitis (seriousness criterion medically significant), coeliac disease (seriousness criterion medically significant), pain ("severe and persistent pain :generalized body pain"), abdominal pain ("severe and persistent pain : abdominal pain"), allergy to metals ("allergic or hypersensitivity reaction; nickel / nickel allergy") with dermatitis allergic, food allergy ("allergic or hypersensitivity reaction; food"), fatigue ("chronic fatigue"), irritable bowel syndrome ("gastrointestinal or digestive condition :ibs-c"), impaired gastric emptying (seriousness criterion medically significant), alopecia ("hair loss"), migraine ("headaches/migraines"), headache ("headaches/migraines"), nausea ("nausea"), arthralgia ("severe and persistent pain : joint pain") and visual impairment ("vision / eye problems ; white spots"). In (B)(6) 2012, the patient experienced mastitis ("infection; breastmastitis"). In (B)(6) 2013, the patient was found to have weight decreased ("weight loss"). In (B)(6) 2014, the patient experienced dental caries ("dental problems: tooth decay") and gingivitis ("dental problems : gingivitis"). In (B)(6) 2015, the patient experienced amnesia ("neurological conditions; memory loss"), balance disorder ("neurological conditions; balance issue"), muscular weakness ("neurological conditions : muscle weakness"), motor dysfunction ("neurological conditions : difficulty grasping"), fine motor skill dysfunction ("neurological conditions : poor fine motor control"), depression ("psychological or psychiatric problems; depression"), anxiety ("psychological or psychiatric problems; anxiety"), mood swings ("psychological or psychiatric problems; mood swings") and the first episode of rash ("rashes or skin conditions : rashes on face, chest, arms"). On an unknown date, the patient experienced feeding disorder ("inability to eat/drink without pain"), vascular pain ("veins pain"), myalgia ("muscle pain"), abdominal pain upper ("stomach pain"), confusional state ("confusion"), the second episode of rash ("rashes or skin conditions: rashes on face, chest, arms"), swelling ("swelling ") and hypoaesthesia ("hand/feet numbness/tingling") and was found to have weight increased ("weight gain"). The patient was treated with surgery (cholecystectomy/surgery; removal of overactive gallbladder and hysterectomy with bilateral salpingectomy partial hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, lupus-like syndrome, vasculitis, cholecystitis, coeliac disease, pain, abdominal pain, mastitis, food allergy, dental caries, gingivitis, fatigue, irritable bowel syndrome, impaired gastric emptying, migraine, headache, nausea, amnesia, motor dysfunction, fine motor skill dysfunction, depression, anxiety, mood swings, vascular pain, myalgia, abdominal pain upper, the last episode of rash, swelling and hypoaesthesia outcome was unknown, the allergy to metals, alopecia, balance disorder, muscular weakness, visual impairment, weight decreased, confusional state and weight increased had resolved and the arthralgia and feeding disorder was resolving. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, amnesia, anxiety, arthralgia, balance disorder, cholecystitis, coeliac disease, confusional state, dental caries, depression, fatigue, feeding disorder, fine motor skill dysfunction, food allergy, gingivitis, headache, hypoaesthesia, impaired gastric emptying, irritable bowel syndrome, lupus-like syndrome, mastitis, migraine, mood swings, motor dysfunction, muscular weakness, myalgia, nausea, pain, pelvic pain, swelling, vascular pain, vasculitis, visual impairment, weight decreased, weight increased, the first episode of rash and the second episode of rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Ultrasound scan vagina in (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received : event added- numbness and swelling. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.